Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500, cmc just had a burning smell from bipolar during harvesting, and the tip was burned. Jaws did not approximate. No resistance was noted. The jaws were not open during the insertion. The radial harvest the insulation fell off. Nothing fell in the patient. No additional incisions or procedures. No delay. The same device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 02/28/2023. An investigation was conducted on 03/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the jaws. The charred material and wear on the jaws was due to normal clinical use. The gray silicone insulation of the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the hot jaw as a result of clinical use. The heater wire remained attached to the tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No abnormal smell was observed. A mechanical evaluation was conducted. When the blue toggle was pulled back, it was observed to click and the jaws did not close all the way. An engineer evaluation was conducted on 03/14/2023. The complaint vh-3500 hemopro tool was visually examine for environmental particulates and peeled silicone rubber on the jaws. The complaint device did show signs of clinical use. The only particulates observed were located on the jaws and were what is normally observed from clinical use. The silicone rubber on the jaws was intact, with no peeling observed. The complaint device was connected to the complaint lab hemopro power supply (c-vh-3010), and hemopro extension cable (c-vh-3030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The toggle on the handle of the complaint vh-3500 hemopro tool was pulled back to the activation (power on) position. The heating element on the jaws heated up but the jaw did not fully close as expected. Next, the complaint vh-3500 hemopro tool handle was opened to determine the cause of the jaws not being able to be fully closed. Next, the flex shaft that includes the yoke rod and collar was removed from the handle assembly of the vh-3500 hemopro tool. Without the use of tools, the collar was pulled off the yoke rod with minimal resistance, which is not normal. The loose collar resulted in the breaking of the mechanical link between thumb toggle and the jaws of the complaint device which is why the jaws could not be fully closed. Per work instruction mpi2047400 rev ak, a torque of 3.65 lbf-in is applied to the collar set screw to lock the collar onto the yoke rod. The manufacture date for the hemopro vh-3500 complaint device, finish good batch# 3000260659, was 29-aug-2022. It was observed that the collar on the yoke rod had shifted in the proximal direction from its normal location on the yoke rod. Based on the returned condition of the device, the investigation results, and the results of the engineer evaluation, the reported failures "environmental particulates" & "peeled" were not confirmed, however the reported failure "mechanical problem" was confirmed". The lot # 3000260659 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4).

Event description:
N/a.